Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarms noted. All buttons function properly. Insulin pump received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.